Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). At the end of a pacing threshold test, the test was disabled, however, a 3-4 second pause was identified. The patient did not lose consciousness but did have symptoms. Ts commented that the issue was a byproduct of the overall system design in which there are natural latencies of the programmer, telemetry, device and printing system. Ts discussed options to mitigate the occurence by increasing the pacing rate during the threshold test. This would increase the pacing cycles and transition beat after the test is ended. Other options included using automated threshold when available or use temporary bradycardia when dealing with pacer-dependent patients. According to the local representative, the clinic was satisfied with the ts's explanation and options to mitigate the issue. A request for a letter to the physician was sent to reliability communications.

Manufacturer narrative:
The 3 seconds can occur and consists of the following chain of events: egm display delay: delay from lead/tissue interface to the prm egm display is between 400 and 500 ms (assume 450 ms). Egm print delay can be larger; about 1 second; than display due to paper distance from printhead to where paper exits prm. Recognition of loss of capture: timing can vary from person to person. Button release: release of end test button begins command processing. During unprompted testing, this varies between 125 and 500 ms (assume 200 ms). A tap of the stylus may provide the quickest response. Telemetry: varies between 55 and 160 ms due to latencies and transmission times (assume 100 ms). Processing time: prm and pg software use about 30 ms to process end test command. The delays total about 800 ms (450 + 200 + 100 + 30) plus clinician reaction time. At the time the pg receives the end test command, the next pace pulse is already committed per the test sequence. When the pace (and its loss of capture) occurs, the pg will transition to normal brady for the next pace pulse and could take yet another cardiac cycle in some circumstances. A small variation in delays can result in another full cardiac cycle to restore normal pacing. Additionally, ts contacted the hcp to provide the information that had been discussed with the local representative.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) again in mid-late (B)(6) 2015. The patient is pacemaker dependent and the hcp was performing an rv pacing threshold test. During the test, loss of capture occurred at 0.6 volts, the end test button was depressed. The test continued for 3.6 seconds before escape beats occurred. A total of 4.8 seconds elapsed before pacing was initiated by the device. During an left ventricular (lv) test, loss of capture occurred at 0.6 volts; the end test button was again depressed. The test continued for another 2.2 seconds. The patient did not lose consciousness but was symptomatic. Ts was informed that the hcp was utilizing wanded telemetry. Ts contacted the local representative and discussed that following loss of capture and depression of the end test button, testing will terminate within 2.0 seconds; however, timing between end test and transition to normal pacing of up to 3.0 seconds has been clinically observed.